Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 was odd given it had been reading high the days prior. The bg was not checked. The patient experienced malaise, disorientation, and fell. He was transported to the emergency department. There, his bg was 618 mg/dl and his cgm was not remembered at that time. The patient was admitted to the hospital for 13 days during which time he was treated with unremembered IV medications and insulin. At the time of the follow up call, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.